Manufacturer narrative:
The actual sample was returned for evaluation. Visual inspection revealed that the water port out was deformed. Reproductive testing was performed on test samples. The water port was exposed to hot air until it became melted and deformed. The configuration of the deformation was confirmed to be different from that observed on the actual sample. The water port was exposed to a pressure until it became deformed. The configuration of the deformation was confirmed to be similar to that observed on the actual sample. IFU states: if the product is dropped during set-up, do not use it. Replace with another device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the water port out, of the actual sample was exposed to some external force. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and product release decision control sheet of the involved product code/lot number combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the involved capiox fx oxygenator's water port was misshapen and appeared to be melted. The problem occurred during set up. The product was changed out, and the surgery was completed successfully. The event did not cause serious injury, and there was no blood loss.